Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report several no delivery alarms and that they had been treating with manual injections because they could not use the device. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was between 200 and 500 mg/dl. During troubleshooting the customer reported that they sometimes had bent cannulas. The customer was sent replacement infusion sets, however nothing was returned for analysis.